Event description:
The customer reported doxorubicin leaked from the tip of the texium bonded 60cc syringe onto the nurse's gown during an IV push. There was no report of pt or user harm. No further pt/event info was provided.

Manufacturer narrative:
(B)(4). This report was filed by the MFR. The affected product has been received and the eval is pending. A follow up report will be submitted once the eval is completed.